Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a scratch and burn-like skin irritation under the electrode. It was also reported that the patient experienced scarring on the skin. Per review of the patient data flags and recent download of 06/30/2021, the data confirms that the patient was not treated. Follow up indicated that the patient applied lotion to the skin irritation and it improved.